Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. New information was added to the following fields:b5, d8, d9, h3, h4, and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and the damage pattern described, it is assumed that the damage was thermally and mechanically induced, caused by wear and tear or excessive force. However, a definitive root cause cannot be determined. A definitive root cause cannot be determined. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the inner sheath displayed a broken ceramic tip. The issue occurred during reprocessing of a therapeutic electrodessication of the prostate procedure. There were no reports of patient harm, no delay, and the procedure was completed using the same device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the inner sheath, for 26 fr. Outer sheath, displayed a broken ceramic tip. The issue occurred, during reprocessing. There were no reports of patient harm.